Manufacturer narrative:
Date of even was fully unknown. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was verified by functional testing. The reported issue was caused by a leak from demand detector. The product was returned to the customer without being repaired because the supply of the detector as a repair or replacement part had ended and it was no longer available.

Event description:
It was reported that the product seemed to have air leak. There was no patient harm reported as a result of the event.